Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an inserter used for spinal surgery. It was reported that intra-operatively, the inserter feel was mediocre, the locking ring was terribly stuck and can hardly be operated. Especially with the thin handle of the cervical spine cage, the clamping ring can hardly be used. Without this ring, the expansion achieved will drop off immediately. If, after 10 attempts, one manages to provisionally clamp the cage over the ring, the screwdriver must be used (through the handle), which hits the torx screw at a certain angle. When inserting in situ, several attempts were also necessary for this. The screwdriver head only grips the screws insufficiently and cannot block the cage sufficient which was extremely difficult. There was problem of releasing the cage to pull off the handle. In summary, it was difficult to continue implanting the cage. There were no patient symptoms or complications as a result of this event. Procedure performed was t2 stratosphere procedure ¿ posterior hws ¿ 1 level. The product came in contact with patient. There was a delay of more than 35 minutes. The procedure was completed successfully.